Event description:
The following was reported to hamilton medical ag: vent alarms with "te 231008" o2valveleak and te 231007 "o2controllerflowhigh". Switched patient to another unit. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: vent alarms with "te 231008" o2 valve leak and te 231007 "o2 controller flow high". Switched patient to another unit. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: vent alarms with "te 231008" o2valveleak and te 231007 "o2controllerflowhigh". Switched patient to another unit. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields: follow-up 2 - additional information: the entry fields have been updated. Device alarmed with "technical event: 231008 (o2 valve leak)" and "te 231007 (o2 controller flow high)" during ventilation. The patient was switched to another ventilator as a precaution. Nevertheless, the event did not cause or contribute to a death or serious injury. The root cause was suspected to be a defective o2 mixer assembly or a leak in the lpo inlet. The device failed multiple o2 input tests in service software. It was also noted that the device had not been in use for an extended period and was returned to service without a full service check. Although the event occurred during ventilation, the alarms functioned as intended and alerted clinical staff, allowing them to take appropriate action. The issue was not associated with a confirmed malfunction that would likely cause or contribute to a death or serious injury if it were to recur. -----------------------------------------------------------------------